Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2015 which refers to herself. She had essure (fallopian tube occlusion insert) inserted. Consumer reported that since she already had three children; in (B)(6) 2014, she planned on getting a tubal ligation, but her doctor offered her essure instead. From the day of the implant, she bled constantly, which drained her of energy and left her moody and tired. Her doctor said essure was not the cause. Consumer found the e-sisters (essure sisters) page in the internet in (B)(6) 2014, and started realizing that her condition was not normal. She had a hysterectomy in (B)(6) 2014 and has recovered her health. She stated that the FDA needed to take this off the market because it was causing too many women problems. Ptc (product technical complaint) investigation result received on (B)(6) 2015. The ptc global reference number for this report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient who bled constantly since the day of essure (fallopian tube occlusion insert) implant. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur during and following the micro-insert placement procedure. In this case, this event started on the day of essure implant and therefore is considered related to essure. This case was regarded as incident due to the required intervention. Product technical analysis concluded unconfirmed quality defect. According to medical technical assessment there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information identified on 03-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (post# FDA-2014-n-0736-1302). Consumer got essure inserted on (B)(6) 2014 and she bled from the day of insertion until the day she had hysterectomy on (B)(6) 2014. She was (B)(6). Bleeding was so bad that she kept getting sick over it. She had huge blood clots. She also experienced sharp pains on her right side like something was in there stabbing her. She could not have sex with her husband and could not hold her new born because of the pain. She stated that she was allergic to nickel, so she itched like crazy and developed rashes. Her hair was falling out in clumps. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient who bled constantly since the day of essure (fallopian tube occlusion insert) implant. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur during and following the micro-insert placement procedure. In this case, this event started on the day of essure implant and therefore is considered related to essure. This case was regarded as incident due to the required intervention. Product technical analysis concluded unconfirmed quality defect. According to medical technical assessment there is no reason to suspect a causal relationship to a potential quality deficit. No active follow-up will be pursued, as this case was identified during health authority website monitoring.